Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Cts provided information on resetting the pump and assisted the caller in doing so, after which the malfunction code did not recur. Customer was able to continue using the pump and was instructed to call back if the malfunction recurs, which the caller acknowledged and understood.